Event description:
The account alleged he is getting a service code seven and the bed locks from both siderails when running the hi/low function.

Manufacturer narrative:
The account found exposed wires on the left coiled cable. Repairs have not been completed.